Event description:
Patient is bilateral, but is only having issues with the right hip. The patient reports having problems going up and downstairs. Her leg gives out and has caused her to fall twice. Additionally it was reported that the patients femur was fractured during the surgery, but wasn't noticed until a follow-up visit.

Manufacturer narrative:
Patient is bilateral, but is only having issues with the right hip. The patient reports having problems going up and downstairs. Her leg gives out and has caused her to fall twice. Additionally it was reported that the patients femur was fractured during the surgery, but wasn't noticed until a follow-up visit. Doi: (B)(6) 2010 dor: patient has not been revised. (Right hip). The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.